Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention after administering insulin based on results obtained using expired test strips. During the call, it was revealed that the consumer improperly stores their test strips. Consumer education took place at the time of call. The consumer was also educated not use expired test strips. The test strips in question will not be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.